Event description:
Elderly male with history of diabetes and coronary artery disease that came in for elective percutaneous coronary intervention. When the package was opened, there was a kink, bend in the tubing. Device was not used, a new one obtained. No harm to the patient.